Event description:
This is filed to report a single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a restricted posterior leaflet, and off axis heart. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), too much air was observed in the hemostatic valve. Aspiration was performed to remove the air from the sgc. Due to the leak, the sgc was removed and replaced. One clip was successfully deployed on the mitral valve without issues. To further reduce mr, an nt clip was inserted and deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device is being filed under a separate medwatch report number.